Event description:
It was reported that during a pulse generator replacement procedure, the patient experienced phrenic nerve stimulation. The ventricular lead was capped and replaced. The patient did not experience any adverse consequences and was normally discharged the next day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead was capped during device change out.